Event description:
Healthcare professional reported a left side deflation and 'hole on valve side." The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed, one opening assessed as surgical damage. Valve leak and/or damage: observed, one opening assessed as unidentified (tear) opening. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation, "hole on valve side".

Event description:
Healthcare professional reported a left side deflation and 'hole on valve side." The device has been explanted.